Event description:
It was reported that the patient must press the keypad buttons multiple times to activate intended pump response.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. During investigation, the buttons did not always spring back and/or click. There was evidence of keypad adhesive found under all key contacts. In addition, the audio bolus button was not responsive to presses. Investigation confirmed that the internal button key contact was missing.